Event description:
A consumer reports that after receiving retina surgery, where an intraocular lens was implanted, he now sees reflections of light on the lens. These reflections are more severe with outside lights than inside lights. The intraocular lens remains implanted at this time.